Event description:
It was reported that the user started a freestyle libre 3 plus sensor in the libre app, which prevented connection to the ilet app because the sensor can connect to only one device; after reinstalling the ilet app and following setup, the user successfully scanned and paired the sensor, indicating an interoperability and use workflow issue consistent with an incorrect procedure, with no applicable specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and apps aligned with an improper use procedure, with no specific device part or sub-assembly applicable. It was concluded, based on previously established findings for similar reports, that the cause was user error setup and configuration conflict related to concurrent pairing of the freestyle sensor with a non-pump device."